Manufacturer narrative:
Five unused medex¿ ultra¿ small bore extension sets were returned for investigation. The returned devices were received inside the original packaging. Visual inspection of the returned device found that the devices were assembled correctly and no defects were observed. During functional pull testing, the devices were found to be within specification. Additionally, a water leak test was performed on the devices and no leaks were identified. The manufacturing site performed a review of relevant documents: this review included the assembly details, pull test procedure, and water leak test procedure. The review found that all documents were adequate and correct with respect to the investigation activities. Also, the pull test record of the last 20 jobs was reviewed and it was found that all values were within specification. Investigation was unable to confirm the reported event and found that the returned devices functioned as intended.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the medex¿ ultra¿ small bore extension set filter was leaking from the blue connection site immediately upon use. It was reported that medical intervention was required, but it was unclear what the intervention was. No patient injury was reported. See MFR: 3012307300-2017-00868 and 3012307300-2017-00869.